Event description:
Customer called to report damages to the reservoir and battery compartment of the insulin pump. Customer reported blood glucose value at the time of call was at 220 mg/dl. Advised will send replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received in with damages to the display window, battery tube threads, reservoir tube, reservoir tube lip and missing o-ring.